Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion" customer statement: "customer reported low flow."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The equipment was not returned for investigation. The user has not formalized a specific technical defect claim. It only requested its calibration using low flow at specific points not informed. We analyzed the usage history file in excel that was made available to us and verified that the last programmed low-flow infusion (4.19 m/h) occurred correctly and took place before the 24 hours foreseen by the user. The upstream volume infused (64.07 ml) up to the time the infusion was stopped is compatible with the flow rate and the total infusion time of 16:08:52.